Event description:
It was reported an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose levels. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use. Despite experiencing recurring occlusion issues, the customer declined additional assistance.